Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture, posterior needle tip, and posterior cuff were not returned with the device; therefore, the scope of this investigation was limited. Evaluation of the returned device revealed a link break at the swage end of the posterior cuff during needle plunger retraction. Link-to-cuff detachment while retracting the needle plunger indicated that there was resistance encountered during the process and this could appear very similar to the reported cuff miss. During lab testing, the plunger was re-inserted and retracted successfully without any observable resistance that could contribute to the link detachment at the posterior cuff. Also, there was no needle strike mark observed at the posterior foot to suggest that the posterior cuff miss might have been occurred during the needle deployment which could result in the link-to-cuff detachment, as observed. Because the suture was not returned with the device, it could not be determined if the suture was dragged through the device during the suture retrieval process which could contribute to the link-to-cuff detachment. No manufacturing or quality issue was detected and the root cause for the link break at the swage end of the posterior cuff could not be determined based on the investigation findings. A review of the device history record did not reveal any non-conforming material records associated with this lot that would contribute to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss occurred and another proglide was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.